Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels and diabetic ketoacidosis. The customer states they had previously received motor error alarm on their insulin pump and were told the pump would be replaced. The customer states the pump was never replaced and it caused their blood glucose to rise and ended up at the hospital. The customer's blood glucose level at the time of hospitalization was 570mg/dl. The customer was treated at the hospital with insulin drip and then released. The customer was advised the pump would be replaced and returned for analysis.